Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a sensor glucose and blood glucose difference on the insulin pump. The customer's blood glucose level was unknown mg/dl. The troubleshooting was performed. The customer was advised not to calibrate on a sensor alert. Advised to enter blood glucose reading into the pump immediately after testing blood glucose, do not delay entry. The customer was that we will ship a replacement sensor.